Event description:
Following a intravascular procedure an angio-seal device was placed in a pt's groin. The pt returned home to india. One week post deployment the pt was reported to have a possible vessel occlusion. Further details of any intervention or pt condition are unknown at this time. As of 02/23/1999 there has been no further report to the MFR of complication or add'l pt sequelae.